Manufacturer narrative:
Service inspected the analyzer and replaced the valve, bypass, dispense manifold (part number a-30104239-02) and valve, manifold, dispense 2 way (part number a-35002114-02) which resolved the issue. The module function was verified with a control run. The valve, bypass, dispense manifold and valve, manifold, dispense 2 way were determined to be the cause of the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported associated with erratic results. A review of tracking and trending data in the product monitoring review for the alinity I processing module revealed no systemic issues or trends related to the result issue described in this complaint. Trending data and manufacturing documentation for the valve, bypass, dispense manifold and valve, manifold, dispense 2 way did not identify any trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I processing module was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4).was this device serviced by a third party? No. No specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely depressed estradiol result while using the alinity I processing module. The sample generated a result of 987 pg/ml. The customer performed troubleshooting on the analyzer including replacing all trigger and pre-trigger valves. The sample was repeated and generated >1000 and 1587 pg/ml. No impact to patient management was reported.